Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: part: 03.010.075. Synthes lot: pe03693. Supplier lot: pe03693. Release to warehouse date: 02 january 2019. Supplier: precision edge surgical product. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the 11.5/8.5 protec sleeve for recon lckng was heavily scratched and stripped from the proximal tip and outer surface. These observed conditions do not attribute to the device interaction issue, it is possible that the mating drill sleeve was damage, causing the devices to remain stuck. A dimensional inspection was performed for the 11.5/8.5 protec sleeve for recon lckng and met specifications. A functional test was unable to be performed since the mating devices were not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the 11.5/8.5 protec sleeve for recon lckng. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: 11.5mm/8.5mm protection sleeve lateral entry femoral nail. Dimensional inspection: measured dimensions: inner diameter of the shaft = conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the outer sleeve was found defective during tray set up. There was no patient involvement with this instrument. It was noticed during set up that the outer sleeve in question was not working appropriately with the 2 inner tubes. The inner sleeves were not able to be fully inserted into the outer tube, and when attempted to remove and take the tubes apart, they would remain stuck. This complaint involves four (4) devices. This report is for one (1) 11.5/8.5 protec sleeve for recon lckng. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.